Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two introducers were damaged resulting in bleeding that required additional hemostasis. A new introducer was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the introducers were introduced into the patient, they were met with resistance and obstruction. When the introducers were removed, the damage was noted.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the introducer sheath was torn. The introducer was bent. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.